Manufacturer narrative:
(B)(4). Date of event and therapy dates: estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced silent ischemia approximately nine months after the implantation of the promus stent in the mid left anterior descending coronary artery. A percutaneous coronary intervention was performed in the target lesion and the patient was discharged home the following day. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device was not performed as there was no reported device malfunction and the stent remains in the anatomy. The reported patient effects of ischemia and restenosis are listed in the promus instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received indicating the event date was (B)(6) 2011 and the angina resolved on (B)(6) 2012 after percutaneous coronary intervention was performed on (B)(6) 2012.